Manufacturer narrative:
The device remains implanted. A boston scientific crm technical service consultant reviewed the print-outs and discussed that more information is needed to provide an accurate analysis. The programmed settings, pacing percentage, rates and a patient data disk or memory download would be very useful. Should additional information become available an amended report will be submitted.

Event description:
Boston scientific crm received information that during a follow up visit, this pacemaker's battery status had increased from the previous follow up visit in (B)(6) 2010. An issue with the battery was suspected. Print-outs were sent to a boston scientific crm technical service consultant for review. No adverse patient effects were reported.